Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The event involved product(s) mmt-1886. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. On the event date of 11-nov-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 0 u. All bolus/basal were delivered in auto mode/manual mode. All buttons functioning properly. No stuck key alarms noted during testing, however, multiple stuck key alarm was found in the pump history on (B)(6) 2024 from 18:58:04.000 until 23:52:36.000. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open to perform visual inspection and found moisture damage on motor, force sensor, j1 on the pcba 1 and keypad flex tail contact. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for high bg. Stuck button alarm confirmed multiple times in the pump history due to moisture damage on the j1 on the pcba 1 and keypad flex tail contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.